Event description:
It was reported that the patient underwent a procedure wherein the pocket was revised due to an unknown reason, and the implantable pulse generator (ipg) was replaced for upgrade. The patient was doing well postoperatively, and the explanted device will not be returned. No device malfunction was suspected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.